Event description:
It was reported that during an unk procedure, the clips on the device did not form properly and jammed. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.